Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. Repeat testing was performed and the result was high. The high result was reported to the physician. A follow up sample was obtained and tested. The result was negative. The initial sample was then tested on two instruments and the results were negative. The patient was admitted to the accident and emergency (a & e) department with "confusion". Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse inspected the wash manifold, probe positions, vaccum system, luminometer performance, and the system temperatures. No issues were identified. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use under the specimen collection and handling section states the following: "before placing samples on the system, ensure that samples have the following characteristics: -samples are free of fibrin or other particulate matter. -samples are free of bubbles."